Event description:
Philips received a complaint by the customer on the v60 indicating that the device will not stay in standby. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. At a set of zero flow or pressure the average air slpm readout is -3.5. The rse advised that is out of pvt tolerance and to replace the flow sensor assy. Provided parts ID for a flow sensor assembly.

Manufacturer narrative:
The customer replaced the flow sensor assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.